Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd eclipse¿ needle experienced a safety mechanism that detached. The following information was provided by the initial reporter: nurse was drawing up covid vaccine. Went to click to the safety device, same broke off.

Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided lot number 2011006. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, a picture sample was returned for evaluation by our quality engineer team. Through examination of the picture, a safety shield disengaged from the needle can be observed. Based on the picture sample alone, an exact cause related to the manufacturing process could not be determined for this incident. Each lot produced is tested for safety shield activation prior to release. Lot number 2011006 was found to meet all specifications. The assembly process has a system which inspects all product for proper opening and activation of the safety shield and any defects detected are rejected. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence.

Event description:
It was reported that the bd eclipse¿ needle experienced a safety mechanism that detached. The following information was provided by the initial reporter: nurse was drawing up covid vaccine. Went to click to the safety device, same broke off.